Manufacturer narrative:
The user facility submitted medwatch mw5147284 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an improper shutdown of a spectrum iq infusion pump occurred "due to a loose battery". It was further reported the wireless battery module was found to loosen over time and wear out the connection to the "battery clip". According to the reporter this would allow the battery to disconnect improperly and lose the memory of the current infusion when the pump is on battery power, resulting in "multiple patient safety and near-fatal incidents¿. No additional information is available.